Manufacturer narrative:
Patient information was not made available from the site. On 09/21/2015 a medtronic representative, following-up at the site, reported that this issue was only pertaining to the universal drill guide (udg). It did not happen to any other instruments. There have been no recent changes to workflow. On 09/22/2015 medtronic representative reported this surgeon has successfully performed several subsequent procedures without issue. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. When using the universal drill guide (udg) the surgeon deemed being inaccurate by 1-3 millimeters immediately after the start of the procedure. The surgeon opted to continue the procedure with the knowledge of the alleged inaccuracy. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Technical services provided troubleshooting tips to the site reps.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Both imaging systems at the site were re-calibrated on the left side and both sides were verified to be accurate with navigation. The software functioned as designed.